Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. The customer¿s continuous glucose monitor read "high¿; however, a specific blood glucose (bg) value was not provided. A correction injection was administered to address bg.